Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Retracted without pushing the button when the tip of the needle touched the skin.

Manufacturer narrative:
The complaint of premature needle retraction could not be confirmed from the representative 22g insyte autoguard devices that were provided for investigation. The returned samples were received in sealed unit packages. A visual examination and functional test revealed no damage or defects. The needles exhibited no inadvertent retraction when the needle cover and IV catheter were manipulated. A functional test revealed that the needle fully retracted when the safety mechanism was activated. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.